Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips fse visited the site and found the system couldn't be powered on from the review module. To resolve the problem, fse replaced the review module and return the part for further analysis and main suspected failed component is review module. After the replacement of the review module, the system was restored to normal working order. The codes were updated based on the investigation outcome.